Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that there was a message on the programmer indicating the device had a patient data error. A review of device data by technical services confirmed a bit flipped in the patient data area of the device memory. This has no impact on therapy. Whatever error was present has been corrected. There were no adverse patient effects. The device remains implanted.